Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Once the device is returned and evaluated, a supplemental report will be submitted. For onyx, reference MDR# 2029214-2018-00859. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow directed microcatheter ruptured in the middle of the microcatheter (but remained intact) while the medtronic liquid embolic was being injected through it at a rate of 0.05 ml/min continuously without pause. There was no reflux. A minor amount of medtronic liquid embolic leaked out and remained in the patient and was not removed as it moved to the distal end. Another apollo microcatheter was used to complete the procedure. No other complications were reported with the patient.

Manufacturer narrative:
The apollo micro catheter (model: 105-5096-000; lot: a645241), was returned for analysis within a shipping box; within an opened apollo outer carton and within an opened apollo inner pouch. The apollo total length was measured to be ~171.7cm, the usable length was measured to be ~165.2cm which is within specification 165.0cm ± 2.5cm, and the distal floppy length was measured to be ~26.1cm which is within specification 25.0cm +2cm -1cm. Onyx residue was found within the apollo micro catheter hub. The 3.0cm detachable tip was found to be intact. No issues were found with the apollo micro catheter hub or distal tip. The entire surface of the apollo micro catheter was examined under magnification. The apollo micro catheter body was found to be ruptured at ~22.7cm from the distal tip. The rupture appears to have occurred as a result of over-pressurization. The apollo micro catheter was pressurized with water and found non-patent. It is likely the apollo micro catheter is occluded with onyx. The remaining onyx will not be returned as it was consumed in the event. No other anomalies were observed. The apollo micro catheter was returned for analysis and found to be occluded with onyx. The remaining onyx will not be returned as it was consumed in the event. The apollo micro catheter body was found to be ruptured at ~22.7cm from the distal tip. The rupture appears to have occurred as a result of over-pressurization. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed as the apollo micro catheter body was found to be ruptured. If information is provided in the future, a supplemental report will be issued.